Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010. According to the complainant, the device was unable to apply electrical current, and it was found that the cutting wire was broken. No portion of the wire fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010. According to the complainant, the device was unable to apply electrical current, and it was found that the cutting wire was broken. No portion of the wire fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the cutwire at the distal end was intact and not broken. The cutwire was found broken approximately 28cm from the distal tip and the working length appeared melted at this location. The od of the exposed cut wire was measured and meets the specification. The resistance between the 2-in-1 connector and the cutting wire could not be measured due to broken cutwire. The condition of the returned incident device was consistent with the complaint that device was unable to apply electrical current and the cut wire was broken. The melted extrusion and broken wire indicate that higher power settings on the generator and/or procedural factors encountered during procedure may have potentially caused the damage. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.